Event description:
It was reported that customer experienced high blood glucose (BG) level of 603 mg/dL. Reportedly, the customer had a 2-day preparation for a colonoscopy and was dehydrated, however, ultimately the cause of the high BG was unknown. A correction bolus was delivered to address BG level. Tandem Technical Support performed a pump system check and verified the pump functioned as intended. Subsequently, the customer went to the emergency room and was treated with intravenous fluids of saline and insulin. The customer was released on (b)(6)2026 with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.